Manufacturer narrative:
Batch review performed on 07 july 2021: lot 1902565: (B)(4) items manufactured and released on 6-may-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without similar reported event. Clinical evaluation: a tka patient, who underwent probably multiple revision surgeries in the past, shows a fragment of a broken screw at the control xray. The broken screw could be coming from the post linking tibia and femur, but it could also belong to a former implantation. At this moment, revision has not yet been decided. The information available is not sufficient to perform a thorough analysis. If revision is undertaken, more information can be derived as to the origin of the broken screw.

Event description:
Breakage of the post screw implanted in (B)(6) 2020. The primary with competitor implants was performed in 2007. In 2020 the patient had two revision surgeries, in (B)(6) 2020 (competitor implants were explanted and medacta hinge knee implanted due to infection) and in (B)(6) 2020 (a liner revision was performed due to infection). At this moment the revision surgery is not planned.